Event description:
It was reported that the patient's heart wall and lung were perforated. The patient no longer wanted the system, so the ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.